Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be returned and evaluated, a follow up report will be submitted. This is the fourth of four reports associated with this event.

Event description:
The patient called the baxter technical services representative (tsr) to discontinue use and return the homechoice device for an unknown reason. During a follow up call on (B)(6) 2010, the facility nurse indicated patient was having the peritoneal dialysis catheter removed due to the peritonitis. The patient was placed on hemodialysis. On (B)(6) 2010 the following additional information was received from the nurse. At the time of diagnosis, the patient was using ambulatory peritoneal dialysis (apd) with local (pd4) ambuflex on the homechoice. The patient reportedly found a hole in her peritoneal dialysis (pd) catheter, but did not call the clinic. The patient reportedly taped the hole and continued to use the catheter. The nurse heard from the patient on (B)(6) 2010. The patient was admitted to the hospital on (B)(6) 2010 due to peritonitis. The pd effluent was cultured before the initiation of antibiotic therapy with a result of (B)(6). The cell count results and other tests results are not available. The peritonitis was treated with daily intravenous (IV) vancomycin (dose unknown), which continued after discharge. The nurse stated that the patient was noncompliant with the outpatient antibiotic therapy received at the pd clinic and missed doses. The patient has recovered and has been receiving hemodialysis since the peritonitis diagnosis. She plans to return to pd therapy as soon as placement of another pd catheter is scheduled. The suspect catheter was a double cuff from an unknown manufacturer. The nurse did not know its manufacturer, but is sure the surgeon uses products from a company other than baxter. The patient has had a history of noncompliance with tests and appointments at the clinic. It is unknown whether the patient performed her pd therapy as prescribed.

Event description:
An event was received through the (B)(4) edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, a valved conduit was explanted after approximately ten years and nine months (129.17 months) and replaced with a valve due to unknown reasons. The patient was approximately 2 years old at the time of implant. A 2500pj21 was implanted as a replacement at approximately 13 years old.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.